Event description:
This patient had developed considerable swelling of the right breast implant with tenderness and pain as well as a low-grade temperature following a bilateral breast reconstruction on 09-08-92. The apparent infection did not respond to oral antibiotic treatment; therefore, removal of the implant was indicated and would be left out 2-3 months. The pocket was reached and immediately upon opening the pocket, large amounts of serous drainage was obtained. Aerobic and anaerobic cultures were taken from this fluid. Cultures were negative except for 2+ polymorphs on a direct gram stain. The implant was removed and appeared intact, pocket was irrigated with an antibiotic solution of ancef before closure.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: patient's condition - predisposed event. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.